Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a catheter access port (cap) study that the physician was unable to aspirate from the catheter on (B)(6) 2012 and the catheter was possibly breached. It was indicated that the patient had experienced difficulty with increased pain for the past 4 weeks. The pain was described as tabbing pain on his right side. When the patient went to visit his physician they increased his pump and bolus. The patient continued to have pain so he was seen in urgent care. At that time, he had a low-grade fever and chills. It was indicated that the fever was intermittent and the chills been present for the past four weeks. It was noted on (B)(6) 2012 that the patient's whole body had ached from his head to his feet and "all of his joints and spine". The patient also had difficulty sleeping. It was believed that the medication was not going into his spine and that he was getting withdrawal. The patient went to visit his physician again and at that time the nurse "scanned" his pump and determined that the pump was functioning properly. The patient later went to the emergency room (ER) and they found a kidney problem that was possibly contributing to the increased pain. The patient was sent home on bed rest. The patient denied having any falls. The patient was scheduled for his next refill on (B)(6) 2012. It was later reported that the cause of the event was failure to aspirate the catheter. A recent computed tomography (CT) scan showed the catheter tip around the l2-3 and the physician believed that it was probably not in the right position. It was indicated that replacement and revision would be performed but not yet determined and trouble-shooting would also be done at that time. The patient continued to not receive effective pain relief and was taking oral opioids. The drug delivered via pump was morphine.